Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced infusion set needle was bent which further cause blockage at the site on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4)has been evaluated. The batch 6006482 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code steel cannula is found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006482 was manufactured according to the wi version 96 manufactured in the line m10, on 03/apr/2024, with a total of (B)(4)units. Welding the lot 4c04693 was manufactured according to the wi version 33, machine ls24, ls25, with a total of (B)(4)units. Gluing connector the lot 4c04686 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4)units. The lot 4c04323 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4)units. The lot 4c04321 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4)units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 31/may/2025 against malfunction code steel cannula is found bent upon removal from infusion site and lot 6006482, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.